Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and itchy wounds under the breast area where the te pad isl there was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a prednicarbate ointment for the wound. Follow up indicated that the wound improved.